Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer stated that the controlled medications required witness, assisted the customer through recovery process involving pocket recovery and confirmed that the pocket recovered successfully to resolve the issue. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.